Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, false pause episodes were observed due to undersensing. Abbott technical support was contacted and suggested reprogramming the device to resolve the event. Reprogramming is anticipated to be performed at follow-up. No intervention has been performed at this time. The patient was in stable condition.